Event description:
It was reported that on (B)(6), the nurses noticed that the dose on patient controlled analgesia (pca) module was not the correct one (what patient was supposed to get) with a difference of 0.1 units. There was patient involvement but no harm. The customer would like to find out what the programmed dose was as well as the lock out during the period of (B)(6).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.